Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not inflating and deflating. All components were removed and replaced. No patient complications were reported.